Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of removal of vaginal mucosa for vain, laser vaporization of the upper vagina for vain, and colposcopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh the patient experienced erosion and extrusion. It was reported that the patient underwent mesh removal of extruded mid-urethral sling and cystoscopy on (B)(6) 2011 due to sling extruding through the mid-urethral area. (B)(4).